Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage selection switch was found in dead spot between selections. The voltage selector switch was repositioned and circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lunar orca system would not boot up or power up. The lunar orca is a mini-c system. There was no patient injury reported.